Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 10:30 a.m., a sample from the patient was tested on the meter, resulting as 5.4 inr. At 2:00 p.m., a sample from the patient was tested on the hospital's coaguchek xs meter, resulting as 3.3 inr. The 3.3 inr value from the hospital meter was believed to be correct. Within 7 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.6 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and the patient's medication was not changed based on his meter result. The patient is currently fine. The patient's therapeutic range is 2.5 - 3.0 inr. The patient is tested every two weeks. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changes in warfarin medication. The patient has had no diet changes, no new medications, and no illnesses. The patient has no symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (286319) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the "complained" test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.